Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing only one dot on the battery fuel gauge on the system controller. In addition, the pt reported seeing a "red heart" alarm. The vad coordinator stated that in checking the history, the pump appears to have stopped. The pt remained asymptomatic. When the pt was seen in the clinic, the system controller was replaced with another system controller and no further problems have been reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.